Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause was the transmitter and app were unable to establish a connection. Labeling indicates: the dexcom g6 mobile app is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "the root cause was the transmitter and app were unable to establish a connection." Event problem and evaluation codes - correction - (B)(4).

Event description:
The root cause could not be determined post investigation. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.